Event description:
A user facility reported that a patient experienced a burn on their face following a thermage cpt treatment. During the procedure the provider delivered approximately 896 pulses when a cryogen error message was shown on the system display. The system was powered off and cryogen was reseated to clear the error, but the provider noticed there was a hole in the treatment tip and the patient had sustained a burn injury on the right side of their face, specifically on the under-eye area extending from the nose/cheek region to the ear. The provider applied ice and polysporin to the affected areas. The patient¿s current status is that there is persistent subdermal darkening and uneven skin texture following prior scarring. The provider indicated that while the condition is not severe, additional intervention is needed to support recovery. The patient did not undergo any other treatment on the procedure date. The patient did receive a hyrdofacial treatment within 90 days prior to the treatment and had received thermage treatment approximately one year prior. A solta medical reviewer examined an undated photo of the patient injury. It was observed in the photo there was diffuse erythema, inflammation, and swelling involving one cheek and the periorbital region. There was no evidence of crusting or an open wound. At the time the medical reviewer deemed the injury as not serious. An updated image was reviewed twenty-four days post-procedure which showed mild, scattered erythematous papules consistent with low-grade inflammatory changes on the right facial cheek area. There is evidence of mild post-inflammatory hyperpigmentation and residual textural irregularity consistent with prior scarring. The medical reviewer changed the injury to serious. This event meets reportability requirements as the medical reviewer has deemed it a serious injury. Solta medical cryogen and 1 ½ bottle of coupling fluid was used with the highest level of treatment at 5.0. Energy used on the cheek was at a level of 5.0 while a lower energy level of 3.0 was used below the eye area. This was the first time the treatment tip was used on a patient, and it was inspected prior to use and every 600 pulses with no discrepancies found prior to the hole in the tip membrane being discovered. The treatment tip was returned to depot for evaluation where dielectric breakdown of the tip membrane was observed. Observation of dielectric breakdown upon tip evaluation meets the definition of a reportable malfunction per solta procedure due to the propensity of tips with dielectric breakdown to cause or contribute to patient injury.

Manufacturer narrative:
This event meets reportability requirements as the medical reviewer has deemed it a serious injury. The data logs from the event were unavailable for evaluation. The treatment tip was returned for evaluation. The tip passed flow, leak, and thermistor testing however it failed visual inspection due to the observation of dielectric breakdown on the tip membrane. Functional testing was performed (50 treatments) with no errors or other issues observed. This event meets reportability requirements as it is a reportable malfunction per solta procedure. The investigation is ongoing.